Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury. Device issue: shaft separation. It was reported that when the physician was trying to stent the cto in the mid lad with high tortuosity and heavy calcification. The xience v 2.5 x 28 mm stent delivery system (sds) was pushed hard and which caused the proximal shaft to break into two pieces. It was replaced with another xience v 2.5 x 28 mm sds. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).